Event description:
It was reported that a angio-seal was deployed post percutaneous coronary interventional procedure and hemostasis was achieved. The physician was in the angio-seal training process with the st. Jude medical representative present. A pre-deployment angiogram of the puncture site revealed mid calcification, but no tortuosity. Approximately one week later, the patient returned to the hospital. The puncture site was swollen, red, indurated and also oozed pus. A blood test confirmed there staphylococcus. The patient's white blood count was 9710, neutrophil rate 78.7%, and c-reactive 11.8m/dl. Flomox was prescribed for 9 days. It was noted in the report, that the physician did not change gloves before angio-seal deployment and since the patient was discharged, the physician was unsure if the puncture site was kept clean.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.